Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted one temperature sensing catheter without original packaging, attached to the sample port with a tamper evident seal intact and a cut inlet tube was received. Visual evaluation of the sample noted no obvious defects. Attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately it leaked from a pinhole (0.12") in the inflation lumen at the trifurcation. This product was out of specification, which stated that "the cap and valve cap must be present and properly seated without damaging inflation arm. Cuts, holes or tears in arms are not allowed." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be "damage core pin or insert.". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked from somewhere on the catheter when the user attempted to inject water into the balloon during a pretest. The device was not used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that water leaked from somewhere on the catheter when the user attempted to inject water into the balloon during a pretest. The device was not used.